Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between his ipg and external devices. The pt met with the sjm rep and confirmed the issue. The pt stated he had not used his scs for "a while". The pt will undergo surgical intervention as the next course of action.